Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was not implanted as a defibrillation (negative) setscrew was stuck in the unseated position. Attempts to free the stuck setscrew using multiple guidant torque wrenches and the side-rotaional method were unsuccessful. A second device was implanted. Afterwards, the physician successfully freed the setscrew using a competitor's wrench and a 20 degree, side-rotational method.